Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that that the customer is using simethicone (used as an antifoaming agent during the case). No physical damage that hinders reprocessing can be confirmed in the secondary water supply channel. There are no obvious deviations in reprocessing as the customer has received reprocessing method training according to instructions for use by olympus. The event can be detected/prevented by following the instructions for use which state: " for endoscope, use only sterile water. For endotherapy device, use only sterile saline. Sterile water should be degassed if the ofp-2 is to be used with an ultrasound endoscope. Use of non-sterile fluid may cause an infection risk to the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was not taking images. The issue was found during a procedure. The device was returned and during the device evaluation, a reportable malfunction was found, as there were remnants of white crystallized contamination within the auxiliary channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found remnants of white crystallized contamination, which is believed to be an infacol (simethicone) type product, within the auxiliary channel. In addition to the reportable malfunction, the following were noted: light cover glasses and optical cover glass adhesives were uneven, distal end adhesive was lifting, insertion tube delamination was evident, and the device failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.